Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 4: reference MFR report #: 1627487-2018-01847, reference MFR report #: 1627487-2018-01849, reference MFR report #: 1627487-2018-01850. It was reported that the patient¿s leads had migrated. Imaging was taken and confirmed that the leads had migrated. As a result, the patient underwent surgical intervention to have their bilateral leads located at l2 and lead located at s1 replaced. Patient was programmed post operatively and effective therapy was restored post operatively. Note: both s1 leads are being reported as it is unknown which was liable